Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt a catching or stinging feeling while sitting or driving. She described it as a sharp pinch right at the incision site and it felt as though the device was trying to push itself out. She also stated that sensation lasted only for few moments but then went away after she shifted the ins ¿back into place.¿ the patient reported she developed hives and the healthcare provider stated it was likely a reaction to the adhesive from the bandages. The patient reported that both the hives and pinching sensation was intermittent. The patient positional movement was related to the issue. The patient noted that she has not had the device off since implant and she confirmed that the adaptive stimulation was enabled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.